Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, undersensing of r-waves resulting in false pause episodes were noted on the device. The patient was brought into the clinic by the ep clinic nurse for further evaluation. The undersensing was not reproducible. Programming changes were made. The patient was stable.